Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 348 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the abdomen. For treatment, manual injection was administered and drank water. The pod was leaking. The ketones were also small.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No kinks or bends were observed in the exposed portion of soft cannula. Download data from pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. Fluid did not initially flow through entire fluid path. Hard cannula was found to be source of blockage. After running a soldering iron tip along hard cannula to clear any crystalized insulin or blood residue, fluid flowed through entire fluid path. A leak test was performed during investigation, no leaks were found in fluid path. Pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in device failing to deliver insulin.